Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. A review of the data shows that quality control (qc) was in range. The customer explained that the patient was administered vancomycin (vanc) on (B)(6) 2016 and tested two days later ((B)(6) 2016). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the waste fittings and sample syringe. The cse then performed sample probe calibrations. The cse checked the wash dispense and aspiration. Calibration and qc were in range. A siemens headquarters support center (hsc) specialist reviewed the issue. Hsc stated that vancomycin (vanc) is an inverse assay which means that the lower the relative light units (rlu) result the higher the dose result. In this case, the sample syringe may have dispensed less sample, causing a lower rlu. The cause of the discordant, falsely elevated vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vancomycin (vanc) result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the pharmacy, who questioned the result. The elevated result was not expected as the patient had not been administered vancomycin since the patient was last tested, two days prior. The same sample was re-tested on the same advia centaur xp instrument, resulting lower. The customer then repeated the same sample on an alternate advia centaur instrument, resulting lower than the original result. Both of the repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin result.